Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vision side cart (vsc) common computer controller (ccc) was analyzed and found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to reported event. The vsc ccc was bench tested based on mpi 1069151-01 rev f, which resulted in a bricked ccc, replicating the reported event. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The field service engineer (fse) replaced the vsc ccc to solve the issue. As a result of this finding, failure analysis was able to conclude that the vsc ccc was the root cause of the report event, the board has been bricked/corrupted.

Event description:
It was reported that prior to starting of a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) during setup and reported the da vinci is not communicating with the surgeon console or the robot. The system logs were unavailable at the time of the call. The customer confirmed the blue fiber cables were fully seated and power cycled the system multiple times prior to calling with no change. Customer confirmed the console and robot power buttons were solid blue, but the tower power button was continuously flashing blue, and no system information was available. The customer powered each cart on in stand-alone mode and the tower was unable to complete post. Customer advised they will use their xi system for the procedure. The procedure was aborted to another dv system.